Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the healthcare provider (hcp) opened the patient¿s pocket and there was white liquid and film in the pocket and on the implant. The hcp removed the implant and treated patient with antibiotics to make sure there was no infection. They are planning on replacing the battery april 19. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.